Manufacturer narrative:
Concomitant medical product: 502358 lead, implant date: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that "it rides a little bit low, the pacemaker. It's kind of flipped since it was placed there, and it's really low". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.